Event description:
During a bankart repair, the surgeon was checking the repair by moving the arm when he heard a pop. The surgeon did not use any exaggerated movement or place any undue stress on the repair. A check of the repair showed the anchors were in place, but the suture had broke. The surgeon removed the suture but not the anchors. He placed two additional anchors to complete the repair. A 30-minute delay occurred.

Manufacturer narrative:
No product is being returned for evaluation.